Manufacturer narrative:
(B)(4): information unavailable.the manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the stapling of the proximal portion was not done. Cut but did not completely staple. Manual suture was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.